Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seeing poor communication on their patient programmer and was therefore unable to decrease stimulation. Patient added when they first came home, the pulsing was too much, so patient decreased stimulation. Patient confirmed stimulation was not too high at the time of the report. Troubleshooting resolved the poor communication screen. Patient stated they were seeing the poor communication screen a few times, but then stated they were able to connect and saw the therapy screen. Patient stated they were on program 3 at 0.7 and they wished to decrease stimulation. Patient decreased from 0.7 to 0.6 and stated they didn't feel the pulsing. Patient wanted to leave it set at .6 on program 3. It was reviewed the patient could consider increasing stimulation to see if it was effective for the reported symptoms the patient stated they were going to the bathroom more often during the day. Patient stated they slept 6-7 hours, but during the day the patient seemed to be going to the bathroom more often. Patient stated that maybe they had a bladder infection, but the patient didn't know if they had a bladder infection. No further complications were reported or anticipated.